Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the watertightness was insufficient due to the pinhole of the camera cable. -the camera cable was twisted and scratched. -there was a dent on the video connector and electrical contacts. The endoscope mount was worn. The scope communication error e226 is an error that occurs when a communication error with the video system center occurs. From the result of the evaluation, there was a pinhole in the camera cable. Therefore, the endoscopic image failure may have occurred because the insulator used for the camera cable deteriorated due to the ingress of moisture from the pinhole. The perforation of the camera cable may have been caused by user's handling. The perforation of the camera cable may have been caused by reprocessing or storing the device together with tweezers, forceps, scalpels, etc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, sometimes the endoscopic image was not displayed when the device was connected to the video system. The occurrence date of event is unknown. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the scope communication error e226 occurred and the endoscopic image disappeared, due to a defect in the camera cable. Error code e226 means that the communication between the endoscope and video system center has failed. There was no report of patient injury associated with the event.